Event description:
It was reported that during preparation of a procedure, error 74 (scanner position z axis error) was displayed on the console screen. As a result, there was no procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with or unknown sedation.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes that the alleged error 74 (scanner position z axis error) that displayed on the console and led to the cancel procedure, is confirmed. Additional information indicated that the facility was still waiting for approval to purchase a new scanner component. Based on this information, it is probable that the scanner component is damaged and requires replacement. In addition, the console device history record confirmed that it met manufacturing specifications prior to release, and the service history showed that the console was functional until the date of the reported event. Therefore, it is highly unlikely that the cause of the reported event is related to manufacturing but the scanner component. Section d: suspect medical device corrected to reflect co2 accessory section g: corrected to reflect manufacturing site. Correction: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation of a procedure, error 74 (scanner position z axis error) was displayed on the console screen. As a result, there was no procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with or unknown sedation.

Event description:
It was reported that during preparation of a procedure, error 74 (scanner position z axis error) was displayed on the console screen. As a result, there was no procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with or unknown sedation.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes that the alleged error 74 (scanner position z axis error) that displayed on the console and led to the cancel procedure, is confirmed. Additional information indicated that the facility was still waiting for approval to purchase a new scanner component. Based on this information, it is probable that the scanner component is damaged and requires replacement. In addition, the console device history record confirmed that it met manufacturing specifications prior to release, and the service history showed that the console was functional until the date of the reported event. Therefore, it is highly unlikely that the cause of the reported event is related to manufacturing but the scanner component. Section d: suspect medical device corrected to reflect co2 accessory. Section g: corrected to reflect manufacturing site.